Event description:
During a roche clinical trial, the following coaguchek xs plus/laboratory results were obtained: 1.9 inr/4.3 inr, 3.0 inr/5.8 inr. During the same clinical trial, the following results were obtained on the same coaguchek xs plus during duplicate testing: 3.0 inr/2.2 inr. No adverse event reported. Requested return of suspect system and replacement sent.